Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Manufacturer narrative:
MDR 3003442380-2024-02401- device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced ten infusion sets cannula bent events that cause insulin flow block alarm on 01-apr-2024, 02-apr-2024, 15-apr-2024 and 16-apr-2024. The issue was occurred on day 1 and infusion set was in use foe only 3 to 4 hours. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.